Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before an anterior cervical discectomy and fusion (acdf) surgical procedure, but with the patient in the room, it was observed that the foot control device was not recognized by the console device when plugged in. It was reported that there was no delay in the procedure and an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the foot pedal is not recognized by console when plugged in was confirmed. An assessment was performed on the device which found that the connector was damaged. It was determined that the cause of the foot pedal not being recognized by the console is due to the damaged connector. It was further determined that the damaged connector is caused by allowing the device to come in contact with excessive force. The assignable root cause has been determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.